Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited diagnostic anomaly and poor sensing. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the implantable cardiac monitor exhibited under-sensing. Programming changes were attempted but unsuccessful.